Event description:
Intraoperatively one of the four "teeth" at the instrument´s tip broke off.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated to the complaint was returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. Previous investigation identified a trend for the teeth breaking. An hhe/qrb was held in july 2013 regarding this issue (dva-108162-hhe and dva-108162-qrb). No field action was recommended due to the low occurrence rate. Mdd CAPA-(B)(4) is ongoing to determine the root cause and corrective actions needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed